Event description:
It was reported to philips that the system was not booting up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed the reported malfunction. Review of logfile identified sib malfunction. The fse identified that no power was going to ethernet switch and found that the power supply failed. To resolve the issue, fse replaced the ethernet switch in r cabinet. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.